Event description:
It was reported that following a new implant on (B)(6) 2013, the patient was having some problems on the right side of the body with hyper-paresthesia, tingling and numbness. The patient had a change in walking and gate, and was feeling ¿a creepy, crawling sensation in her nerves.¿ the patient indicated they had spinal stenosis and cancer pain, and at the time of report was in the hospital. The patient indicated the symptoms started the day following implant. The patient had undergone a full work up in the hospital, including an eeg and CT scan, and they had ruled out a stroke. It was noted the patient had been on dilaudid before, which the pump was used to deliver. The patient noted the pump had been amazing for her and her pain was controlled to a 3 or 4; when she is normally at an 8. The pump device was used to deliver hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).